Manufacturer narrative:
(B)(4). At the time of this report, the patient was discharged from the hospital and recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. The patient was treated with injection fortum (1 gram, frequency and route not reported) and reflin (1 gram, frequency and route not reported) for the event. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was unknown. Additional information was requested but is not available. This is report 1 of 3 involved in this event.